Event description:
It was reported that the patient complained of hip pain so the surgeon revised.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.